Event description:
Additional information was received that per the physician, the first valve caused the patient's death due to immobilization of one or more valve leaflets, which resulted in severe central aortic regurgitation. The first dcs did not cause or contribute to the patient's death. It was further reported that the second valve and second dcs did not cause or contribute to the death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot#: (B)(6), ubd: 07-may-2028, UDI#: (B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, preventive protection of the left coronary artery was performed using a 0.014-inch coronary guidewire, with the guiding catheter positioned in the ascending aorta as a precautionary measure due to increased risk of coronary obstruction. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. Upon the first deployment attempt at 80% deployment, it was observed that the valve was positioned 10 mm deep, so recapture into the delivery catheter system (dcs) was performed. Upon the second deployment attempt at 1 mm, severe central aortic regurgitation was observed. Subsequently, a second recapture was performed. Upon the third deployment attempt, the valve was positioned at approximately 4 mm, and was subsequently, released. During subsequent angiographic evaluation, persistent severe central aortic regurgitation was observed. A post-implant bav was performed with a 24 mm balloon, however the regurgitation persisted, so a second post-implant bav was performed with a 26 mm balloon, however this was also unsuccessful. Subsequently, the patient went into cardiac arrest, and advanced cardiopulmonary resuscitation (CPR) was initiated for approximately 50 minutes. During the CPR, a second valve was loaded into a second dcs to perform a valve-in-valve procedure. The second valve was successfully implanted, however the patient remained in cardiac arrest, and ultimately died following the 50 minutes of CPR. Per the physician, immobilization of the first valve's leaflets may have contributed to the central aortic regurgitation.

Manufacturer narrative:
Corrected data: h6: annex a code a010103 was added. Additional codes: annex g code g04027 was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.